Manufacturer narrative:
(B)(4).

Event description:
Reports open app to check numbers, app stated must be deleted, app then deleted itself off of phone, when reinstalled it prompt to login reference (B)(4).